Event description:
It was reported that the customer was taken to the emergency room, and subsequently was hospitalized due to an elevated blood glucose (bg) level that ranged from 508-509 mg/dl with elevated life-threatening ketones. Prior to the hospitalization, the customer delivered a correction bolus and "accident and emergency" paramedics were called. The paramedics treated customer with an insulin drip in attempt to address the high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6) 2024 with no permanent damage and reported issue was resolved. A system check was performed on the pump by technical support, and the pump functioned as intended. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.